Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent prematurely deployed. The patient had biliary stenosis and underwent balloon dilatation with stent implantation. An 8x60x75 mm / 6f wallstent reduced profile self-expanding stent was selected for the treatment. During the procedure, a 6f puncture sheath and a 0.035 x 260 cm guidewire were used to cross the lesion. However, the stent could not cross smoothly through the y-valve and was accidentally deployed. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent prematurely deployed. The patient had biliary stenosis and underwent balloon dilatation with stent implantation. An 8x60x75 mm / 6f wallstent reduced profile self-expanding stent was selected for the treatment. During the procedure, a 6f puncture sheath and a 0.035 x 260 cm guidewire were used to cross the lesion. However, the stent could not cross smoothly through the y-valve and was accidentally deployed. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that the stent was 80% deployed. The small part tail end of the stent was outside the sheath. The physician pulled it out from the sheath.

Event description:
It was reported that the stent prematurely deployed. The patient had biliary stenosis and underwent balloon dilatation with stent implantation. An 8 x 60 x 75 mm/6f wallstent reduced profile self-expanding stent was selected for the treatment. During the procedure, a 6f puncture sheath and a 0.035 x 260 cm guidewire were used to cross the lesion. However, the stent could not cross smoothly through the y-valve and was accidentally deployed. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that the stent was 80% deployed. The small part tail end of the stent was outside the sheath. The physician pulled it out from the sheath.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. As per the IFU this device is compatible with a 6fr sheath. The investigator successfully advanced the device through a 6fr without issue. The sheath used by the customer was not returned for analysis. The device was returned with the stent already deployed from the delivery system. No issues noted with the deployed stent. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified multiple outer sheath kinks along the length of the device. No other issues were identified with the device.